Event description:
It was reported that the physician was attempting to use one resolute onyx drug eluting stent to treat a mid-lad lesion which exhibited moderate tortuosity, moderate / severe calcification with 80% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device, excessive force was not used. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. It was reported that the stent was unable to negotiate the vessel tortuosity to treat the target lesion. During removal of the device following failed delivery, the stent became dislodged from the balloon in the prox lad. Surgery was performed to remove the dislodged stent. The physician then treated the patient with bypass surgery instead of stent implantation and the patient made a full recovery. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.